Manufacturer narrative:
A ge service rep performed an onsite investigation. The power surge suppressor board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up despite power going to the back of the monitor. No pt injury was reported.